Event description:
It was reported that this pacemaker exhibited far field oversensing, resulting in inappropriate mode switching. It was noted that the patient had been brought into clinic previously for adjustment of blanking parameters; however, the issue was reported to be ongoing. Technical services (ts) recommended new programming optimization. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.